Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An inventory manager reported that during an intraocular lens (iol) implant procedure, the lens would not advance through the wound. The procedure was completed with another iol of the same model and diopter. There was no patient harm.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case in the opened carton. Solution is dried on the lens. One haptic has what appears to be dried blood in the gusset and distal area. The other haptic is broken in the gusset area. The broken haptic was returned adhered in dried solution to the anterior optic surface. The optic edge has a broken area and is split/cracked. Product history records were reviewed and the documentation indicates the product met release criteria. A qualified cartridge was indicated. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the complaint of "lens would not advance thru the wound". The lens was not returned stuck in a cartridge. Haptic and optic damage was observed. A qualified lens/cartridge combination was used. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).